Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into comm loss with a combination of tele and bsm devices. No harm was reported. Per the customer: communication loss for 5 minutes and then came back on its own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors: no models and serial numbers were provided. Tele devices: no models and serial numbers were provided. Rns24-4920's: no serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss with a combination of tele and bsm devices. No harm was reported.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss with a combination of telemetry transmitters and bedside monitor (bsm) devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into comm loss with a combination of telemetry transmitters and bedside monitor (bsm) devices. The comm loss lasted for 5 minutes and then came back its own. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: root cause of the communication loss cannot be determined as logs were not able to be obtained. The customer reported that the issue had resolved itself and no further communication loss was reported for this cns. As the issue was resolved without the need of nk assistance, it is unlikely that communication loss occurred due an nk device malfunction. The root cause is likely related to hospital network environment. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative